Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion with no occlusion was not reproduced. The device was tested for upstream occlusion detection and passed. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue: upstream occlusion with no occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.